Event description:
A distributor reported receiving four trinica 4.2x12mm screw packages that contained the incorrect screw size. This is report one of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.